Manufacturer narrative:
Batch review performed on 26 march 2021. Lot 172816: 30 items manufactured and released on 02-aug-2017. Expiration date: 2022-07-18. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 3 years 3 months after the primary reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the poly with a higher one and the surgery was completed successfully.